Manufacturer narrative:
The hill-rom tech found the swivel ratchet worn on the casters. He replaced the casters to resolve the issue.

Event description:
Info received indicated when the brakes were activated the casters would swivel.